Event description:
It was reported the customer's insulin pump was damaged. Customer stated there was a crack located along the reservoir chamber. Customer also reported dropping their insulin pump. The customer also reported having battery issues on their insulin pump. It was also found the insulin pump would turn off and on by itself. The customer's blood glucose was unknown at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and a cracked reservoir tube window. The insulin pump did not shut off on its own.